Manufacturer narrative:
Product analysis findings: a react-68 catheter was returned for analysis within a shipping box; a sealed tyvek biohazard pouch and within an opened react-68 catheter inner pouch. The react catheter total length was measured to be ~139.6cm and the useable length was measured to be ~133.1cm which is within specification 132cm +3/-0cm. Upon visual examination, no damages or irregularities were found with the react 68 hub. The react-68 catheter body was found broken at ~128.6cm from the distal tip but retained by the inner wire. No damages were found with the react 68 distal marker band/tip. No other anomalies were observed. Based on the device analysis and reported information, the customer¿s report of ¿catheter separation/break¿ was confirmed. The investigation determined that this event was similar to an event that had already been investigated, and another investigation is not necessary. Based on the formal investigation conducted, root cause investigation is ongoing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient's vessel tortuosity was moderate. The device was prepared per the instructions for use (IFU). There was issue with navigation and no friction during the first pass.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that during a mechanical thrombectomy to treat ischemic stroke in the middle cerebral artery (mca), the physician used a react 68 catheter, flowgate, rebar 18, and catch stent retriever as a combination technique for the first pass. The system was then removed to retrieve the thrombus and the nurse realized that the catheter was broken in the proximal part. The physician did not notice anything during the procedure, and part of the thrombus was retrieved. A second pass was performed with a new react catheter and embotrap stent retriever. The patient was reported to be good and stable with no injury as a result of the event.